Event description:
A revision of a tibial nail was reported due to malunion and need for a larger nail. Patient outcome was favorable. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed and no complaint-related issues associated with this complaint were found.